Event description:
Rv threshold trend variable currently measuring 1.5v@0.4ms correlating with slightly smaller r waves 4.1mv compared to ~6mv back in (B)(6) 2022. Device appears to be undersensing on atrial lead stored egms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).